Event description:
After atherectomy, the tech attempted to clean the plaque out of the turbohawk. It appeared to be jammed and would not let us slide the button forward to open and close the shutter. Several attempts were made to clean out the device but it was not working. Rather than using the same turbohawk, a new one was used and the case was completed.====================== health professional's impression======================no adverse event, just additional supply use and lost time.